Event description:
Complainant alleged that during the incoming inspection of the device and the performance of a 30 joule self test, the device displayed a "bridge test failure". The complainant indicated that there was no pt involvement in the reported malfunction.